Event description:
Event description cpi received information that this implantable pulse generator (ipg) reported no magnet response, no telemetry, and was unable to be identified via programmer. The device was still pacing. The ipg has been explanted.